Manufacturer narrative:
A review of the device history record was not possible as the lot number reported was unknown. One used device was received for evaluation. A visual and functional inspection found evidence of a detached line from the cassette which was causing the device to leak. The root cause can be attributed to the manufacturing process. A formal corrective/preventative action will not be initiated at this time as there is no trend of this reported issue related to this product. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the cassette was leaking. There was no harm to the patient.